Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. The keypad cover was removed and contamination was found under all key contacts. Additionally, the bolus button was unresponsive. The bolus button cover was removed and the internal plug contact was found misaligned with contamination present. Unrelated to the complaint, the display screen appeared dim and discolored. Also unrelated to the complaint, a crack was observed along the pump battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The serial number is (B)(4).